Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device read elective replacement indicator (eri) at interrogation. This was a new out of box device. The device was never implanted. No patient involvement.